Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va056ge, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that ¿it seemed like the charge was not like it used to be a year ago, it seemed like it was dwindling somewhat.¿ the patient confirmed that he was referring to the charge that was in his implant in his chest and stated ¿you know how you feel it going down the arm, you feel the charge going down the arm, it did not seem as strong as a year ago.¿ the patient stated that this had been going on for the ¿last two to three months.¿ additional information received reported they no longer felt a zing down their arm when they would use the patient programmer. There was a shocking or jolting sensation. When they first started to use it, they used to feel a shock that went down their arm on one side in (B)(6) 2013. The patient would turn off their device at night and then they would use the patient programmer in the morning to turn it back on and that is when they would feel the ¿zing.¿ it was noted in the last 4-5 months prior to report they no longer felt it as strong and they were concerned. It used to feel like the patient stuck their finger in a socket and felt the jolt down their arm but they didn¿t get it anymore. The patient still felt something but they wondered if it needed to be charged. The patient had tried to change the batteries. They had a loss of therapeutic effect and it was sudden. It was around the same time that they stopped feeling the shocking sensation when they would turn the stimulation on which was about 4-5 months prior to report. The patient¿s hand would shake some and their head would ¿bob¿ and it didn¿t do that before. The patient programmer showed the implantable neurostimulator (ins) was on and ok. The battery was at 2.95v.